Event description:
It was reported that during a percutaneous coronary intervention procedure, tip separation occurred. The 70% stenosed target lesion was located in the mildly calcified and tortuous distal right coronary artery (rca). The physician advanced the kinetix plus guide wire to the target lesion; however, after twenty to thirty minutes of aggressively trying to wire the vessel, the physician realized that the wire was not in the rca but rather in the distal posterior descending artery (pda) branch. The kinetix plus wire was removed from the patient and it was noticed that the distal end was stretched and curled and the distal tip was missing. Under fluoroscopy, the physician could see the 2cm tip of the wire in the distal pda of the rca. The distal tip of the wire was left in the distal pda and the procedure was completed with a different device. No additional patient complications were reported with the patient's current condition listed as 'okay'.

Manufacturer narrative:
(B) (4)

Event description:
It was reported that during a percutaneous coronary intervention procedure tip separation occurred. The 70% stenosed target lesion was located in the mildly calcified and tortuous distal right coronary artery (rca). The physician advanced the kinetix plus guide wire to the target lesion; however, after twenty to thirty minutes of aggressively trying to wire the vessel, the physician realized that the wire was not in the rca but rather in the distal posterior descending artery (pda) branch. The kinetix plus wire was removed from the patient and it was noticed that the distal end was stretched and curled and the distal tip was missing. Under fluoroscopy the physician could see the 2cm tip of the wire in the distal pda of the rca. The distal tip of the wire was left in the distal pda and the procedure was completed with a different device. No additional patient complications were reported with the patient's current condition listed as 'okay'.

Manufacturer narrative:
Device evaluated by manufacturer, evaluation summary attached, method codes, result codes, conclusion codes: updated device evaluated by manufacturer: a visual and tactile inspection of the device showed evidence of a distal tip separation - the distal tip/solder was detached from the unit, the high torque sleeve (hts) appeared to be fractured and the platinum coil could been seen unraveled and pulled through the end where the device had been separated, the severed tip was not included with the complaint device. The remaining distal portion of the hts was measured from the non-laser cut area to the fracture point, ~6.75 in/ ~12.5 of the hts remain. The hts was cut back for microscopic investigation of internal components, once the sleeve was removed the nitinol shaping ribbon could be seen fractured with the coil unraveled and wrapped tightly around where the ribbon failed. Further investigation of the fracture point revealed that the coil and the ribbon wound tightly around one another leading up to the fracture, because the ribbon is ordinarily soldered straight (180 degrees) within the wire this failure suggests a combined load failure. To measure the entire ribbon length more of the hts was removed to expose the coil/core/ribbon solder joint (ccr joint) and the proximal end of the ribbon. The ccr appeared to be in tact, all components were present and soldered in place. The ribbon length was 0.95 in measured from the proximal end just outside of the ccr joint to place of fracture, which is noted to be less than specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)